Manufacturer narrative:
(B)(4). Date sent: 02/09/2021. Please see attached medical records.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date batch # unk (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient underwent flexible sigmoidoscopy, colostomy takedown and hernia repair approximately 7 months after left hemicolectomy with transverse colostomy. Intraoperatively, the surgeon noted both donuts were intact and complete, and the anastomosis passed the leak test. Approximately two weeks post op, patient was re-admitted for an exploratory laparotomy, drainage of intra-abdominal abscess, and transverse loop colostomy. Operative note states there appeared to be an anastomotic leak but it was difficult to visualize and stool throughout the peritoneal cavity with early abscess formation. The colostomy was reversed 6 months later."